Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that day the patient experienced a blood glucose of over 600mg/dl, with extreme drowsiness, nausea, vomiting, and confusion, associated with an alleged leaking cartridge issue. Reportedly, the patient discontinued pump therapy, and self treated with insulin via injection. During troubleshooting with customer technical support, it was revealed the patient noticed the cartridge was leaking insulin after attempting to give themselves multiple boluses. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with leaking cartridge issue.